Event description:
On (B)(6), 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that his onetouch verio flex meter powers off during use. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged power issue began on the morning of (B)(6), 2023. The patient manages his diabetes with a fixed dose of insulin. The patient reported that on the night of (B)(6), 2023, he took his usual dose of 5 units of humalog insulin as a result of the alleged issue. That same night, the patient claimed he began to experience symptoms described as ¿lightheaded, sweating and felt like passing out¿, but denied receiving any treatment above and beyond his usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. The cca noted that based on the information provided, the subject meter¿s battery did not need to be replaced. The cca educated the patient on the meter¿s behavior and auto-shutoff and alleged meter issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.